Manufacturer narrative:
(B)(4). The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer.

Event description:
The customer reported that the ventilator gave vent inop, motor fault and circuit disconnect alarms continuously. Ventilator was on proper test lung and patient circuit. No patient involvement.